Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope while using the restroom. A remote interrogation was performed. Non-sustained ventricular tachycardia (vt) episodes were noted within the last 72 hours, but none of those episodes correponded with the time of the syncope. No other issues were noted and the cause of the syncope remains unknown. No additional adverse patient effects were reported.